Event description:
A pt implanted in 2004, with a left ventricular assist device (lvad) developed 3 thrombo embolic brain infarcts, visible in CT scan, during lvad support. Due to these events the pt was placed on the high urgent transplant list for heart transplant. Post transplant the vad was inspected by the physician and a formation in the pump was observed. The physician has requested the MFR to investigate the formation found in the device.